Event description:
It was reported that bd unknown pegasus leaked. On (B)(6) 2024, while administering IV fluids to a patient, the nurse noticed that the heparin cap was leaking and replaced it.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Risk review--a review of the applicable risk documentation indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
According to the customer the device was used for multiple punctures. No additional information provided.